Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 418 mg/dl to an unknown elevated level. Reportedly, the cause was customer was using supplies longer than approved for use per tandem labeling. Bg was addressed via a correction bolus, and replaced supplies. The customer was instructed to consult with healthcare provider regarding bg level.